Manufacturer narrative:
The technician replaced the right head brake caster to repair the stretcher.

Event description:
Information received indicates a caster is not holding when the brake pedals are engaged from either end of the stretcher.